Event description:
A complaint was received regarding skin irritation while wearing the adc device. On (B)(6) 2022 symptoms of pain, swelling, "suppuration, reddening, hardening of the skin," and an abscess were reported at the sensor site. Health care professional contact was made and the customer was prescribed amoxiclav antibiotic for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding skin irritation while wearing the adc device. On 30 may 2022 symptoms of pain, swelling, "suppuration, reddening, hardening of the skin," and an abscess were reported at the sensor site. Health care professional contact was made and the customer was prescribed amoxiclav antibiotic for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Based on extended investigation, section h4 (manufacturing date) was updated from (B)(6)2022 to (B)(6)2022. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding skin irritation while wearing the adc device. On(B)(6) 2022 symptoms of pain, swelling, "suppuration, reddening, hardening of the skin," and an abscess were reported at the sensor site. Health care professional contact was made and the customer was prescribed amoxiclav antibiotic for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.